Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Reported device is not marketed in the u.s.; however, similar devices/processes are. Manufacturing site evaluation: evaluation on-going.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open unit. Analysis and results: there are no previous complaints of this code batch. A total of 6,480 units of this code batch were manufactured and distributed. There are no units in stock. Received one open and used sample with the needle detached from the thread. Without any closed sample an analysis cannot be carried out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is not justified.